Event description:
Company representative later reported right side "device rupture with silicone leakage discovered intraoperatively".

Event description:
Healthcare professional reported seroma and capsular contracture baker grade iii on the right side and a suspected bleeding of the right device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma-late, gel bleed.